Event description:
It is reported that the pt was revised due to pain. During the revision surgery, it was noted that the patella peg had sheared off and there was wear to the articular surface.

Manufacturer narrative:
Eval summary: no devices were returned with the complaint. Two photographs were returned and show signs of wear and discoloration. The patella involved with this complaint is associated with a field action. The device history records were reviewed and found to be conforming; indicating the devices were manufactured, inspected, and packaged to specs.